Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate: a product labeling review found the architect system operations manual addresses information for regarding electrical hazards and addresses probable causes and corrective actions for error code 3000 including a poor connection or failing antennae board. A review found the safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Part r1/r2 lls antenna board (part number (B)(4)) malfunctioned and was replaced and the instrument is functioning as intended. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed evidence of fire under the antenna on the architect i2000sr analyzer. There were no injuries. The customer also experienced error code 3000 unable to process test, liquid not found for (r2 pipettor) at (reagent bottle positions).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).